Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to instability. The tibial bearing and locking bar were removed and replaced. . A thicker tibial bearing has been requested for this patient and a second revision procedure has been indicated due to instability. There has been no additional revision procedure reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-01166 & 01167).